Event description:
It was reported, pt is experiencing pain in there hip area. The pain started three to six months post surgery. At the twelve month check up, pt had MRI and surgeon found large pseudo tumor. Pt also had blood work done and elevated levels of metal were found in his system. Pt also had fluid aspirated from his hip. Pt had revision surgery on (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received will be submitted on a supplemental report.